Manufacturer narrative:
A review of the manufacturing records for this lot did not reveal any discrepancies relevant to this reported event.

Event description:
During a procedure on a right upper arm fistulogram, the evercross balloon was manually inflated with a 10ml syringe (atm pressure uncertain). The evercross balloon burst and could not be removed. The physician was uncertain if all the pieces of the evercross were recovered, so a small incision was made to remove the balloon at the access site. A stent was placed as a precaution to any possible missing evercross pieces. The pt remained in the hospital with a systemic (B)(6) infection, the cause of which is unk.